Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the adhesive was protruding from the main body of the scope. While the specific cause of the adhesive protruding could not be established at this time it is possible excessive force was applied which forced adhesive out. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that, during an inspection of the device prior to use, their camera head produced a white sticky substance of unknown origin. The material extruded through a gap on the rigid endoscope connection side of the device. The unknown procedure was completed with the same device, with no patient impact and no functional abnormalities observed. The customer reported that the fiberscope is sterilized after every usage. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue was confirmed; a white paste-like sticky substance adhered to the gap on the rigid endoscope connection side. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.